Manufacturer narrative:
A patient outcome issue - pain left flank was reported to abbott. After implant the patient reported pain around the spine. Stimulation troubleshooting was unable to resolve the pain. The patient was admitted to the hospital for additional testing the day after implant. Test results found no lead movement from the original placement. Additional troubleshooting was unable to resolve the issue. As a result, a revision procedure was undertaken wherein the lead was repositioned to a new location, resolving the issue. No implanted devices were returned for evaluation.

Event description:
It was reported immediately following the implant the patient reported pain around the spine. Stimulation troubleshooting was unable to resolve the pain. The patient was admitted to the hospital for additional testing the day after implant. Test results found no lead movement from the original placement. Additional troubleshooting was unable to resolve the issue. As a result, a revision procedure was undertaken on (B)(6) 2021 wherein the lead was repositioned to a new location. The revision resolved the pain.